Manufacturer narrative:
Pump was received with intermittent button response and button error alarm due to corroded keypad traces. No moisture damage under lcd screen, electronic assembly or motor noted. Unit had broken battery tube threads, cracked reservoir tube lip and minor scratched lcd window. (B)(4).

Event description:
Customer's mother reported via phone call that customer received a button error. It was reported that insulin pump was exposed to moisture. Customer's blood glucose was 271 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.